Event description:
A malfunction on the pump was reported by a customer, but no notable events occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction code did not recur after the reset, and the customer was able to continue using the pump. Technical support advised the customer to call back if the malfunction code reappeared, and the customer understood the instructions.